Event description:
During investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt failed a therapy electrode recognition test.

Manufacturer narrative:
Device evaluation of electrode belt was completed. The reported problem (ECG's non-functional) could not be duplicated. However, during investigation of the belt for an unrelated issue, a reportable malfunction was found. The belt failed a therapy electrode recognition test. The cause for failure was isolated to intermittent connection of open pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.